Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, product type: lead. (B)(4).

Event description:
It was reported patient was still having sharp pain in the vaginal area and bladder, the manufacturer representative had patient decrease the voltage all the way down to 2.5 and went through all the 7 programs and she still had the pain. She was not even able to get it to the one before the pain was too much. She stated that she has not been able to sleep due to the pain. The patient has turned the remote off, and was refusing to continue with the evaluation due to the pain and discomfort she has endured. It was reported later reported on (B)(6) 2015 that patient experienced some shocking pain in vulva area as well worsening urinary incontinence. The patient programming was changed 4 times however she still experienced the sensation in vulva. The patient had urinary analysis which was positive for urinary tract infection. The patient was prescribed antibiotics but she did not take them. They recommended switching programs further but patient refused. The patient requested the device to be removed. It was noted that the device was explanted on (B)(6) 2015.n o further information was reported. A follow-up report will be sent if additional information becomes available.